Manufacturer narrative:
Evaluation confirmed that insulation was missing from shaft of device. We learned that an undersized trocar was used with this instrument causing friction and resulting in the insulation being sheared off upon removal.

Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended event occurred or that any karl storz products were causally related to the incident. Allegedly, the doctor was performing a laparoscopic hernia repair procedure. When doctor removed insulated forceps, he noticed that some of the insulation had been sheared off the shaft and fell into patient; he then used another instrument to remove the insulation from the patient. When he removed that instrument, he noticed insulation was sliced from that device as well. He retrieved that insulation. The procedure was completed with no injury to the patient. We will file 2 separate mdrs on this event.